Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) had no monopolar energy output. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if there was any error, but the customer confirmed there was no error. The erbe energy settings were available, and the bipolar energy could work. The tse recommended the customer to power cycle the erbe and check the cable connection. The customer powered off the erbe, but the surgeon decided to use a third-party generator to perform the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed using a third-party generator to complete the procedure with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed an error c-00 that could not be cleared. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi received the erbe generator for the failure analysis. The reported error c-00 was confirmed and reproduced. On startup, unit displayed c-33. Error log also revealed the following errors had occurred: c-00, c-33, m-0b, m-11.